Event description:
The patient had pain and swelling, and the fracture discovered in x-ray 15 days after primary. The patient stops the rehabilitation and the surgeon continues to follow up. The surgeon expressed an opinion that the selected stem size might be large, and the stress was concentrated on the fractured part because the stem was inserted slightly lateral. This was the 1st amis surgery for the surgeon. No revision surgery is planned. No additional information available.

Manufacturer narrative:
Batch review performed on 04 december 2019: lot 1903333: (B)(4) items manufactured and released on 26-jun-2019. Expiration date: 2024-06-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Clinical evaluation performed by medacta medical affairs manager: few weeks after cementless total hip arthroplasty, the patient reported pain due to a femoral fracture. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device.

Event description:
The patient had a pain and a swelling, and the fracture discovered in x-ray 15 days after primary. The patient stops the rehabilitation and the surgeon continues to follow up. The surgeon expressed an opinion that the selected stem size might be large, and the stress was concentrated on the fractured part because the stem was inserted slightly lateral. This was the 1st amis surgery for the surgeon. No revision surgery is planned at the moment.